Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) channel. The oversensing led to pacing inhibition and greater than two seconds of asystole for this pacing dependent patient. Additionally, decreased pacing impedances were observed. Boston scientific technical services (ts) provided troubleshooting recommendations. The recommended testing was performed and the physician elected to continue monitoring the system. This crt-d remains in service. The rv lead is another manufacturer's product. No adverse patient effects were reported.